Manufacturer narrative:
Patient's identification, age, implant brand name, catalog number, UDI number and 510k number are unknown.

Event description:
Per complaint (B)(4), dental implant failed osseointegration. Patient experienced infection.

Manufacturer narrative:
Updated b4 for report submission date, g1 for contact information, g3 for awareness date of new information, g6 for report type and sections d9, h1, h2, h3, and h6 to report that the device was not received for analysis. This complaint is being submitted late due to the furloughs that resulted from the global pandemic and is captured within deviation 1412.